Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify but unable to duplicate the reported issue. The therapy pcba was replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced therapy pcba at the product assessment center (pac) and the reported issue could not be duplicated. A cause of the reported issue could not be determined.

Event description:
The customer reported that their device would display the message "abnormal energy delivered" during the daily check and after delivering a shock into the test load. In this state the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would display the message "abnormal energy delivered" during the daily check and after delivering a shock into the test load. In this state the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.